Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that an altitude alarm occurred with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer planned to continue using the current pump and return the problematic one using a prepaid label. Technical support arranged for a replacement pump to be sent and ensured the customer knew how to put the pump into storage mode before returning it.